Event description:
It was reported that a patient's generator was replaced due to prophylactic reason and their lead was replaced due to high impedance and low output current that was observed when the interrogation was performed during pre-operative testing. It was stated that no visual issues were found with the lead upon explant and there was no indication that high impedance was seen or known by the neurologist prior to pre-operative interrogation. The patient's devices have been received into analysis however product analysis has not been completed to date. No additional relevant information has been received to date.

Event description:
Lead analysis was completed and reviewed. Note that a small portion of the lead assembly (body) including the electrodes was not returned for analysis and therefore a complete evaluation could not be performed on the entire lead. The condition of the returned lead portion is consistent with the conditions that typically exist following an explant procedure. No obvious anomalies were noted. Setscrew marks found on the lead connector pin provide evidence that a good mechanical and electrical connection was present at one point. Continuity checks of the returned lead portion were performed, during the visual analysis, and no discontinuities were identified. Based on the findings in the product analysis (pa) lab, there is no evidence to suggest discontinuities in the returned portion of the device which may have contributed to the stated lead fracture. Note that since a small portion of the lead assembly (body) including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Generator analysis was completed and reviewed. The generator was tested with various electrical loads and diagnostic test results demonstrated accurate impedance values and thus confirms there was no high impedance in relation to the generator. An automated electrical evaluation showed that the generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the generator. No additional relevant information has been received to date.